Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed on this lead. This lead passed the continuity test and hipot test, but was unable to complete any others based on only the proximal segment of the lead was returned.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.